Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Upon retraction the safety mechanism had issues bd sales rep response received on 23-sep-2025. 1. Could you please provide the exact event date? 09-02-2025. 2. Does the needle fail to retract? It ended up retracting but not at first when the button was pushed. 3. If yes, does the needle partially retract, slowly retract, or not retract at all? It ended up retracting but not right away, then slowly after button was pushed again. 4. Is there any visible catheter damaged when it appears to be caught on the needle? No. 5. Is there any harm/serious injury to patient? No.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of retraction issues with the insyte autoguard device was confirmed and the cause appeared to be manufacturing related. 18g insyte autoguard devices from lot #5093073 were provided for investigation. A functional test revealed that when the safety mechanism was activated, the notch on some needles caught on the blood control valve and would not fully retract without manipulation of the IV catheter. With the needle caught in the valve, the valve remained open. The needle notch and diameter were within specification. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.